Manufacturer narrative:
Product complaint: (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the device was received and evaluated at the service center. The reported complaint from the customer that the device was not turning as the motor is jammed was confirmed. It was found that there was a short circuit in the motor cable. The motor was too loud during operation and the device was found to be leaky. The resistance value of the keypad of the handcontrol set were out of specification. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired and tested for functionality. One possible root cause for the damage to the motor and motor cable is water ingress over time, however we cannot determine a definitive root cause with the information provided. Also we are unable to discern a root cause for the leakage of the device. A manufacturing record evaluation was performed for the finished device (serial : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.